Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00335, 3006705815-2020-00337. It was reported the patient experienced ineffective therapy with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.